Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the ax55g stapler was used to close rectal stump. Surgeon closed white handle until surgeon heard a click and stated it was closed securely. Next surgeon fired the gun. Upon releasing gun surgeon noticed the stump was not closed and found only a few unformed staples in the rectal stump. Pt had only 2 inches of the rectal stump remaining and had to have a permanent colostomy. Surgeon retrieved unformed staples from the specimen and these are being returned with the device. The operating room requested the remaining 5 sterile devices with this lot number be removed and replaced.